Event description:
Handpiece was aspirating then stated "check handpiece".

Manufacturer narrative:
There is no service record, and without evaluating the unit, the cause for malfunction cannot be determined. On (B)(4) 2012: as of this date, there are 4 documented device complaints covering 6 units. This lot has (B)(4) released units. The complaint rate is at (B)(4). The lot will continue to be monitored. No CAPA will be issued since the complaint rate is below (B)(4) and the incidences can be considered operator inexperience. On (B)(4) 2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: the unit had made pt contact and was not received for evaluation. It is not possible to determine an assignable cause for this issue. There is insufficient info for a compete investigation. Completed and attached a current MDR decision flowchart. The DHR for lot # 12912-04 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 2 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.